Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of the ins depletion was undetermined. The device will be mailed on the day of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from representative regarding patient from their implantable neurostimulator (ins). The representative reported premature battery depletion or not working properly. There was none environmental/external patient factors that affected the device. The representative did impedance check pre-op and they did stimulation check on lead intra-op before determining that the battery needed to be replaced and not the lead. The old implant was replaced with new implant. The issue was resolve at the time of this report. There were no further complications reported at this time.